Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for normal depletion. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.